Manufacturer narrative:
The device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. Elective replacement indicator (eri) triggered on (B)(6) 2017 at 3:24pm. Analysis of the device memory indicated a full electrical reset. Power on reset (por) occurred on (B)(6) 2017 at 3:25pm. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No eval explain code.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased. The patient was seen for a routine follow up appointment the day before the patient passed away. At the appointment, it was noted the device was at elective replacement indicator (eri) and a replacement procedure was scheduled. However, the patient passed away the next day. The physician questioned if the device had depleted prematurely. A device interrogation was performed approximately one and a half weeks after the patient passed away and the implantable pulse generator (ipg) had been removed from the patient's body. During the interrogation it was noted the implantable pulse generator (ipg) experienced a power on reset (por). The date the power on reset (por) occurred is unknown. The cause of death is unknown. No additional information was able to be obtained.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.